Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the submental area (chin) on 12/august/2020 using a coolmini applicator. On (B)(6) 2024, the patient was diagnosed with possible with paradoxical hyperplasia (ph). Case owner: (B)(6). Description: *office information: ¿ practice name: (B)(6). ¿ provider name: (B)(6), md. ¿ contact name: (B)(6) , md. ¿ address: (B)(6). Brazil ¿ telephone number: . ¿ email: (B)(6). *patient information ¿ patient name: (B)(6). ¿ date of birth: (B)(6) 1974 ¿ gender: female. ¿ treatment date: (B)(6) 2020. ¿ location of treatment: submental. ¿ applicator: coolmini. ¿ contour: not applicable. ¿ applicator serial #: (B)(6). ¿ number of cycles: 2. ¿ upm2018267005. ¿ date of assessment/ diagnosis: not available. ¿ diagnosis: ph. ¿ area diagnosed: submental. ¿ notes: the report was made by phone call and the missing information as the documents will be sent later.